Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1a1fd, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their is something wrong with their device. Whenever they turn it on any of the four programs, they would get the sensation where the battery box was implanted. The patient has tried all 4 programs where they started at 0.0v and increased. The issue started in (B)(6) 2017 where they did not feel stimulation in the bicycle seat area. When they increased stimulation, they would only feel it in the area by the ins in their buttock. The patient then said they felt stimulation in the bicycle seat from (B)(6) 2017, but in (B)(6) 2017, they were no longer feeling stimulation in the bicycle seat area and now doesn't feel it or feels it in their buttocks around the ins. The patient's symptoms have returned, they are using more pads, and thinks the wire came loose from the box. With the patient programmer (pp), it was confirmed that therapy was not on. During the call, the patient confirmed stimulation was off so it was turned on. The uncomfortable stimulation issue was resolved. The patient decreased stimulation from 1.3v to 0.9v on program 2 and report no longer feeling stimulation in their buttocks. As a result of the event, the patient was encouraged to use a voiding diary and they should contact their healthcare provider (hcp) further with any therapy concerns. It was reviewed that the patient may receive therapeutic benefit without feeling stimulation and that it is important to focus on their symptoms. It was further reviewed that it takes time for body to respond to therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported patient had kidney, ureter, and bladder x-ray which showed total migration to battery box location. No further complications were reported.